Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a trupulse generator and smoke was seen coming from the device. It was reported that before the ablation procedure, as they turned on the trupulse generator they checked the connection and after a short time the power went down and when it came back, instead of booting up, it got an unusual noise and smoke was seen coming from the trupulse generator. They turned it off and connected to a different wall socket but system didn't turn on anymore. They used the ngen generator to carry on. There was no delay. There was no patient consequence; the patient was not already on the table when the smoke happened. There were no visible fire, flames or excessive amount of heat. It was only visible signs of smoke. The issue was not believed to be related to fuses. The fuses were checked and were fine.

Manufacturer narrative:
On 14-nov-2025, it was noticed the following statement was inadvertently omitted from section h11. Additional manufacturer narrative from the 3500a initial medwatch report: "the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to trupulse generator, us approved under p240006" if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a trupulse generator and smoke was seen coming from the device. Device evaluation details: technical services performed remote evaluation of the device. Per the failures found, the system was declared dead on arrival (doa) and put out of service. No further evaluation was performed on the replaced system. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of the quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).